Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a debridement procedure, a versajet ii console is causing repeated blown fuses in the operation room. Treatment was resumed, after a 10-15 minute delay, with a curette. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The investigation into the reported event is now complete, the returned device has been evaluated, confirming the reported event. A visual inspection noted no defects, the functional evaluation found that the device fuse blew when used with the returned power supply. No fault was found when a known good power supply was utilized. A documentation review, observed no historical, manufacturing or quality concerns. The reported event is adequately mitigated within the risk files, the (IFU), instruction for use provides adequate delineation. The IFU states to ensure the console is operational prior to administration of anaesthesia to prevent harm or delay. With no manufacturing problems observed, no corrective actions are deemed necessary. The probable root cause is deemed to be wear from use. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product ranges.